Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the event was attributed to damage to the charge coupled device unit and the plug unit, however, a definitive root cause could not be established. It is likely the following led to the malfunction: since crushing was confirmed at the curved section, it is possible that irregular load was applied to the curved section, damaging the image sensor unit and causing the incident. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was not displaying an image during setup/inspection prior to clinical use. There was no patient involvement.